Event description:
This is the first MDR submitted for the first suspect product. A physician reported a patient who was treated on 10 november 1998 with two formulations of product into the cheeks and upper vermilion border. The physician denied unusual blanching or dramatic color change at the time of the injection. On 16 november 1998, the patient presented with swelling, induration and pain at the upper vermilion border treated site. The physician noted no redness, itching, slough or blister formation. On 16 november 1998, the physician prescribed ice compresses, benadryl, and hydrocortisone cream. On 3 december 1998, the patient phoned the office and stated she was "better". On 7 december 1998, the physician examined the patient and reported that all the symptoms had resolved. The physician diagnosed a hematoma related to the injection procedure, not to the collagen.